Manufacturer narrative:
Correction information for d2. Additional information for g4, g7, h2, h10.

Manufacturer narrative:
The reported event of device embolization could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020 an amplatzer occluder was implanted. On (B)(6) 2020 during x-ray the device embolized into the lungs. The device is removed. The patient is stable.